Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total hysterectomy due to stress urinary incontinence, pelvic pain and abnormal uterine bleeding. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, organ perforation, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy on (B)(6) 2008 due to status post total abdominal hysterectomy with bilateral salpingo-oophorectomy, tension-free vaginal tape obturator with anemia and subfascial hematoma.